Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle failed to deliver medication during the flow check. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported finding in the past month needles clog during flow check.".

Event description:
It was reported that the bd nano¿ 2nd gen pen needle failed to deliver medication during the flow check. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported finding in the past month needles clog during flow check."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023. H6: investigation summary. The customer returned (1) 32 ga 4mm pen needle, reporting needle clog. The pen needle was visually examined and observed no damages. A functionality flow test was performed on the returned sample and proper flow of fluid was observed. Based on the sample received and visual examination, embecta was not able to confirm the reported failure. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to duplicate or confirm the customer-indicated failure. The root cause cannot be determined, as the reported failure could not be confirmed.